Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deployment issues occurred. A 7x200x130 innova self-expanding stent was selected for a peripheral angioplasty procedure. After approximately half of the stent was deployed, "it caught" and it was not possible to continue with the deployment of the stent. It was also not possible to recapture the stent into the delivery sheath. The procedure was completed with another of the same device. There were no patient complications and that patient is in stable condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an innova self-expanding stent delivery system (sds) and an introducer sheath. The outer shaft, mid-shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. A kink was noticed at the nosecone as well as multiple kinks throughout the outer shaft. The mid-shaft and the proximal inner shaft were completely separated from the handle, also with multiple kinks throughout its length. The proximal liner was separated from the handle. The inner liner was also separated from the handle and broken in two pieces with the tip end stuck inside of the introducer sheath. There were also some bends in the inner liner. The pull rack had come loose inside of the handle due to the mid-shaft coming loose from the retainer clip. The stent was returned stuck inside of the introducer sheath. The handle was separated and inspected for further damage. It was noticed that the mid-shaft was detached from the retainer clip. It was also noticed that the inner liner was separated from the cuff. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that deployment issues occurred. A 7x200x130 innova¿ self-expanding stent was selected for a peripheral angioplasty procedure. After approximately half of the stent was deployed, "it caught" and it was not possible to continue with the deployment of the stent. It was also not possible to recapture the stent into the delivery sheath. The procedure was completed with another of the same device. There were no patient complications and that patient is in stable condition.